Manufacturer narrative:
Events of tearing, aortic insufficiency and prolapse were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a patient received a 23 mm trifecta gt valve by a mini-thoracotomy approach as the surgical treatment of severe insufficiency secondary to a native bicuspid valve with severe valve and annulus calcification. In (B)(6) 2018, the patient was hospitalized due to dyspnea (nyha iii) and biventricular heart failure and a pacemaker was implanted. Aortic insufficiency was also found (median gradient 28mmhg). During a tee color doppler, the 23 mm trifecta gt valve was noted to be prolapsed and flail of the non- coronary cusp and severe insufficiency were noted. There were no obvious signs referable to endocarditis. On (B)(6) 2018, a valve-in-valve procedure was performed and a 23mm edwards s3 valve was implanted within the trifecta gt valve. The patient was reported to be stable and was discharged on (B)(6) 2018.

Event description:
On (B)(6) 2017, a patient received a 23 mm trifecta gt valve by a mini-thoracotomy approach for the surgical treatment of severe aortic insufficiency secondary to a native bicuspid valve with severe valvular and annular calcification). In (B)(6) 2018, the patient was hospitalized due to dyspnea (nyha iii) and biventricular heart failure and a pacemaker was implanted. Aortic insufficiency was also found as evident by a median gradient 28 mmhg. During a tee color doppler, the 23 mm trifecta gt valve was noted to be prolapsed and flail of the non- coronary cusp and severe insufficiency were noted. There were no obvious signs referable to endocarditis. On (B)(6) 2018, a valve-in-valve procedure was performed and a 23 mm edwards s3 valve was implanted within the trifecta gt valve.